Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ hypodermic needle allowed drops of blood splatter when the safety was engaged. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no photo / samples received. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Root cause could not be determined as there is no sample returned for investigation. During outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance.

Event description:
It was reported that bd eclipse¿ hypodermic needle allowed drops of blood splatter when the safety was engaged. No serious injury or medical intervention was reported.